Event description:
User reported false positive result..negative by pcr <12h later. Asymptomatic, fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result..negative by pcr <12h later. Asymptomatic, fully vaccinated.